Event description:
Information received notes that during a routine follow-up, the device exhibited single chamber pacing with a magnet rate of 63.3 ppm. A second interrogation revealed vvi pacing at 63.3 ppm with an end of life message. Subsequent measurements showed remaining life at 7 months with a magnet rate of 83.0 ppm and pacing in dual chamber mode. Possible emi exposure was noted due to a catheter procedure. The patient was pacemaker dependent and the device was replaced.